Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states analysis results: ¿ returned device investigation could partially confirm the reported issue o when activating the device, the orange light turns on as specified o then the status led turns to green in combination with pit button in green o programming head was positioned over an reference pacemaker and pit button was pressed o the pit button turn to red and the first progress led lights green ¿ it can be assumed that this stage was interpreted as red pit only as reported o even at a second attempt the device runs into the same behavior ¿ the root cause of the observed behavior could not be identified with certainty ¿ it is suspected that most likely a manipulation error led to the reported issue.

Event description:
Reportedly, the smartspot home monitor turns to orange light and switches directly to steady red light. Disconnecting and reconnecting of all cables could not solve the problem.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the smartspot home monitor turns to orange light and switches directly to steady red light. Disconnecting and reconnecting of all cables could solve the problem.